Event description:
On (B)(6) 2011, the pt was treated for an ruptured aneurysm with the conformable gore tag thoracic endoprosthesis. A tge212110 was implanted proximally at the ostium of the left common carotid artery and was reported to move distally into the aneurysm sac after deployment. A tge262610 was then implanted as a proximal extension to that graft. During ballooning of that device both endografts moved distally into the aneurysm sac. Another tge262610 was then implanted and was reported to move proximally after deployment covering the left common carotid artery resulting in a carotid-carotid bypass. It was reported that the aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
Lot number were not provided to gore therefore a review of the manufacturing records could not be conducted. According to the conformable gore tag thoracic endoprosthesis instructions for use the tge212110 is intended for aortic diameters of 16-19.5 mm with minimum neck length of 20 mm.